Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
Distributor reported on behalf of home care user that device was in use (device given to user by music teacher and not prescribed by physician). According to reporter the user inhaled through the device and a portion of a "foam filter" was inhaled by user. According to reporter the user was brought to hospital care where user was under observation until (B)(6). No permanent adverse effects reported.